Manufacturer narrative:
One opened probe was received with a tip protector, in a tray along with other unused items, for the report of probe did not cut during surgery. The returned sample was visually inspected and found to be non-conforming with loose foreign material on the needle and orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was detached from the coupling. A small amount of adhesive was present on the inner cutter when held under uv lighting. The cutter/coupling adhesive bond fillet was visually inspected and found to be conforming. Orange/red foreign material was observed on and inside of the inner cutter. Heavy gouging and wear marks were observed at the cutting edge. Gouge marks and wear marks were observed at multiple locations along the inner cutter. An actuation retest was not performed due to the inner cutter detaching from the coupling. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are two additional complaints associated with the component lots for the reported issue. The complaint evaluation confirms the probe had a cut failure and also indicated that the probe had an actuation failure. The root cause for the cut and actuation non-conformance's, as well as the observed foreign material, is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor to the cut and actuation non-conformance's is the separation of components within the probe. It appears that during surgical use of the probe the adhesive bond failed causing the inner cutter to detach from the coupling. No action has been taken as it appears that the primary root cause of the observed cut and actuation non-conformance's was due to excessive use of the probe by the user. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The probe was aspirating during this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during surgery. The product was replaced and procedure completed with no patient harm. Additional information was requested; however, none has been received to date.